Event description:
As reported for this event, during an unknown therapeutic procedure, prior to using, it was observed that the ultrasound tip of the device was damage. Inspection of the device noted that the pink rubber of the device was chipped and missing a piece. There is no reported harm to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the pink rubber coating of the ultrasound probe was found to be chipped with a missing piece. This is attributed to physical stress such as dropping or knocking. The device also had a crack on the rubber coating at the distal end. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. We reviewed the past complaints and found that the following repairs were done for the subject device in the past: (B)(6) 2020 angulation adjustment, refile and re-glue, electrical connector reseat. (B)(6) 2020 angulation adjustment, a-rubber replacement, probe unit replacement. (B)(6) 2021 refurbishment level iii. The root cause cannot be conclusively determined. However, based on the investigation results, it is likely the surface of the ultrasonic transducer is cut and exposed because external force was applied to the relevant part by hitting it against something or getting it caught when the subject device was transported, stored, used, or cleaned. The instructions for use includes the following statements that may be able to prevent the phenomena from occurring: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.